Event description:
My (B)(6) mom was using the drive medical rtl12087 bathroom grab bar for toilet when the front bars slipped out from the edge and she fell. Luckily, I was in the house and able to help her get up or she would have had to call 911. Thankfully, there were no broken bones. She just has big bruises and is sore. Nevertheless, this should be considered a serious patient safety concern. There are numerous patients reporting the same thing in the amazon reviews, which I wish I had noticed.